Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., d.4., d6a.

Event description:
Healthcare professional reported right side rupture. Device remains implanted. Patient reported "droopy breast, softened breast, heavy feeling" for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This record represents the right side.

Event description:
Healthcare professional reported right side rupture. Device remains implanted. Patient reported "droopy breast, softened breast, heavy feeling" for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data.